Event description:
It was reported that the caller requested review of the presenting data for this patient due to suspected loss of capture on the left ventricular (lv) channel. A boston scientific technical services consultant stated that their appears to be intermittent loss of lv capture. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).